Manufacturer narrative:
(B)(4). Batch #: t5a90w. Investigation summary: the analysis results found that one tr45w reload was received with no apparent damaged and partially fired 1/10 and with the reload lock out normal. No functional test could be performed due to the condition of the reload. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a lap appendectomy the stapler did not fire and the staples came off of the cartridge. The case was delayed by thirty seconds. A similar device was used to successfully complete the procedure. There were no adverse patient consequences. One device is available for return.